Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required. The screen was observed to be damaged. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) was having heating issues while charging. The battery was not removed and there was nothing unusual with the outlet. The device was not in use when it started to heat up. There was not damage to the device prior to the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm was having heating issues. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.